Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 36 months ago. Aneurysm morphology is unknown. It was reported that a recent CT demonstrated that the iliac artery on the right had become ectactic measuring 21 mm in diameter and resulted in a distal type 1 endoleak. The physician elected to implant an iliac limb, however, the endoleak did not resolve (MFR# 2953200-2010-00862). The physician elected to extend the stent graft further distally, intentionally covering the right hypogastric artery in order to address the endoleak. A talent iliac limb was implanted and the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Endoleak; ectactic iliac artery.